Event description:
Product was inserted during surgical procedure. Pt returned to surgery due to persistent drainage, and approximately 6 inches of drain was removed. The nurses stated the pt had rolled over in bed several days before returning to surgery, and nurse had found a drain in the pt's bed. The drain that the nurse found was thought to be the entire drain.